Manufacturer narrative:
UDI: (B)(4). The extended tab of the mis cannulated x-tab 7x40mm ti was returned for evaluation. The rest of the screw is implanted and was not available for evaluation. Visual examination of the extended tab revealed that it has a burr at its base. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined from the returned extended tab and information provided. Without the mis ti 7x40mm cannulated extended tab polyaxial screw, we are unable to completely confirm the reported issue or identify a root cause for the premature breakage of the extended tabs. A potential root cause may be aggressive insertion methods, leading to the set screw cross-threading and becoming damaged during insertion. Inadvertent interaction between the tabs of the polyaxial screw and the driver during aggressive insertion may have led to the tab breakage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4-l5 instrumentation using viper was performed on (B)(6) 2016. At the final tightening of the x-tab screw, the tab inside the insertion sleeve got broken when rotating the torque driver after a wrench was attached. Although there was no harm to a patient because the tab was broken at the root, compression could not be performed and an extension sleeve was used instead. The procedure was completed with a 90-minute delay. The surgeon strongly requested to investigate why the breakage occurred.